Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em 2400, main module was missing a door magnate. It was discovered that the main module door only had two of the three magnets which resulted in the pump door opening. This occurred while setting up the compounder. There was no report of patient injury or medical intervention associated with this event. No additional information is available.